Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was asking about MRI of the lumbar spine. The patient stated she was not sure if reason for MRI was related to device, her doctor through it out as an afterthought as a possibility because the patient has some slippage in her discs 4 and 5 or 5 and 6 somewhere in there and "he did mentioned that that was the same area that the stimulator uses so he was not sure if long turn it had a correlation or not". The patient stated that the event started probably about 2 or 3 weeks ago. The patient stated she was considering having the device removed because she was not sure if it was helping much or not and also because of MRI restrictions. The patient reported she was still doing botox "so obviously the stimulator on its own didn't work and was wondering if maybe she could do without the device. Patient reported the device initially worked better than it currently does. The patient reported they played around with the numbers and got it to where it was doing the most good for her. The patient stated she had an issue with fall in (B)(6), and her doctor recommended an eeg and a brain scan. The patient reported she had some difficulty locating a facility that had the appropriate type of machine to perform the brain scan. Patient stated she did make the doctor aware of the fall but only for the purposes of locating a facility that could perform the brain scan. The patients indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.